Event description:
Same case as: 2134265-2009-06789. It was reported that post-coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. A taxus express2 2.5x28mm stent was implanted in the severely tortuous, moderately calcified right coronary artery (rca). Presently, the patient presented with 100% in-stent restenosis of the taxus express2 stent. At the time of the event the patient was using aspirin and ticlopidine. A maverick2 balloon was advanced across the site of restenosis and on the first inflation at 12 atms after about 7-8 seconds the balloon ruptured. A non-bsc balloon catheter was used to finish the dilatation of the restenosis leaving residual stenosis of 75-90%. Next an unspecified size taxus stent was used to complete the procedure. No patient complications were reported as a result of the event and the patient status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.